Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, a loss of capture was noted on the right ventricular (rv) lead which resulted in the patient receiving phrenic nerve stimulation. Diagnostic imaging was performed and revealed a cardiac perforation by the rv lead. The rv lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended within specification. After cleaning the helix and applying torque to the connector pin, helix could be retracted and extended. The reported event of no capture was not confirmed. Electrical tests and x-ray examination revealed no conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. Performed tip stiffness test and test results were in specification.